Manufacturer narrative:
The pump was returned to animas for evaluation. The pump history indicated that the pump emitted both low and replace battery alarms in close succession. Evaluation demonstrated that the pump and keypad functions were operating within required specifications, the reported failure could not be duplicated.

Event description:
The pt reported that the pump shut off during the night. The pt also reported that upon battery replacement the pump powered up properly and exhibited unresponsive keypad buttons.